Event description:
The writer contacted the home patient (hp) on (B)(6) 2012 regarding a check lines and bags alarm. The hp stated they resolved the alarm by only switching out the bag . The writer informed the hp that they should start over with all new supplies and not just one component. Since then, therapy has been going well. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product was confirmed because replacing disconnected solution bags is a use error that can cause contamination. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.